Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified sensor error issue with the adc device. The customer indicated they "fell into a coma," and received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified sensor error issue with the adc device. The customer indicated they "fell into a coma," and received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.